Event description:
It was reported that during implant attempt the device was found in backup vvi after hv shock delivered. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset was confirmed in the laboratory. Over current detections (ocd) and shorted output stage detections (sosd) were observed. After six aborted charges, a power on reset occurred. Evidence was found of damage to the output stage. This was believed to have been the result of the hv shock in association with the lead insulation breach noted in the field report.